Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. The hernia was diagnosed prior to patient starting the pd therapy. Two months prior to receipt of this report, the patient had a surgical repair done for hernia and had the pd catheter placed at the same time. The patient stated that three weeks prior to this report, the hernia got popped and was leaking. The patient was scheduled to have surgery for hernia eighteen days after the receipt of this report. At the time of this report, the patient was not recovered from hernia. The pd therapy was ongoing. Additional information was requested, but was not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: the date of onset was reported as three weeks from the time of this report. Should additional relevant information become available, a follow up report will be submitted.